Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that after a da vinci-assisted distal gastrectomy surgical procedure, the conductor wire was loose, broken, or disconnected on a maryland bipolar forceps (mbf) instrument. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the instrument was inspected prior to use with no issue. There was no loss of cautery or arcing. There was no fragment falling inside the patient¿s anatomy. The procedure was completed with the same instrument. There was no procedure delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have no failure. The complaint was confirmed by failure analysis. A visual inspection found no damage to the instrument conductor wires. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.further investigation found charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.